Event description:
Pt was opened for total knee surgery at 8:00 a.m. On 10/12/1999. The dr discovered the instrument set contained the wrong set distal cutting block. The surgeon closed the pt at 8:20. The tgm phoned a courier at 8:30 and had the correct cutting block delivered from the warehouse to the hosp at 9:40 a.m. The previous day customer had one uni compartmental knee case and one spec. Ii instrument set in use. This customer mixed the cutting blocks when they sterilized the sets to return and sales rep did not catch the mix-up when he visually inspected the instruments. The cutting block that should have been delivered was a 96-6115 instead of the 86-7910.